Manufacturer narrative:
Sterilization and lot history records were reviewed and no exceptions were found. Product has been requested to be returned however it has not been rec'd.

Event description:
A report was rec'd from (B)(6) stating "the cutter does not cutter does not cut vitreous body, only aspirates. There was no pt impact."